Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope was associated with a related complaint reporting that the oer-6 reprocessor unit could not drain water sufficiently when replacing the water filter. The customer further reported that this same issue occurred in a total of 17 oer-6 units at the facility. During a follow up, the customer was asked how often the water filter was replaced and the customer confirmed not every month but rather every half a year. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted because it was determined that the scope was reprocessed with an oer-6 reprocessor in which the filter was not placed at the recommended replacement time.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints ¿ (B)(4) oer-6 olympus endoscope reprocessor, serial number (directly related). Additional oer reprocessors and scopes associated with the reported event: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect water filter maintenance was the device was reprocessed with the different procedure from the instruction manual (including cases where leakage test is not performed properly). The event can be detected/prevented by following the instructions for use which state: ¿oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual.¿ olympus will continue to monitor field performance for this device.